Event description:
The stryker serfas energy wand 90-s was being used during shoulder surgery. While inserting the wand in the incision, the surgeon noted the tip was no longer on the wand. The tip was not retrieved (x-ray verified tip in shoulder).